Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now. The blood glucose level was 257 mg/dl at the time of the incident. Customer stated they did not receive a low battery alert prior to the alarm. The customer mentioned this is the second occurrence of replace battery now without a low battery warning. Customer has replaced the battery five times. Customer was advised the insulin pump will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed displacement test, sleep current measurement, active current measurement and self test. No unexpected power loss error alarms noted during testing. Pump trace download analysis confirmed the pump alarmed power error 25 alarms and replace battery now alarms. The power management tool confirmed power error 25 alarms and replace battery now alarms were triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The device was received with corroded battery tube.